Event description:
It was reported that the patient had a spontaneous hemorrhagic stroke on (B)(6) 2021 during implanting admission. The patient began neglecting their right side and became non-verbal. Head computed tomography (CT) scans were performed to confirm and subsequently to determine staging. There were no changes in patient condition or anticoagulation status to contribute to stroke. At the time, international normalized ratio (inr) was subtherapeutic. The patient was on aspirin, argatroban, and coumadin. Aspirin was held for (B)(6) 2021 and (B)(6) 2021 then resumed again. Coumadin was initiated on (B)(6) 2021 with the last dose on (B)(6) 2021. Following the stroke, the patient's plan of care was physical and occupational therapy in acute rehab with a speech focus. There was no stroke reoccurrence, however symptoms remained.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.